Manufacturer narrative:
The investigation determined that erroneous assay test results that were outside of the assay¿s respective reportable range were obtained from a patient sample when processed using a vitros 5600 integrated system. The likely cause of the event is the incorrect positioning of the sample metering proboscis on a vitros 5600 system that was not detected causing erroneous results to be obtained for a patient sample. The investigation identified that due to hardware reliability issues, the sample metering proboscis may not be in the correct position at the time of the sample dispense. In addition, condition codes are generated by the vitros 5600 system identifying that mechanical condition occurred in the sample metering module, however a software anomaly does not suppress results when the condition code(s) occur. This can lead to a result or series of results that do not reflect the patient¿s condition leading to inappropriate intervention with the potential for serious injury to the patient. The FDA (B)(4) district office was notified of this issue on 17 august 2018. Refer to report number 1319681 08/17/2018 001 c.

Event description:
A retrospective review of complaint data in support of an ortho internal investigation identified an event which occurred on (B)(6) 2017 involving erroneous results obtained when using a vitros 5600 integrated system. The customer obtained assay test results that were outside of the assay¿s respective reportable range during the time condition codes te1-504 and te1-594 posted on the vitros analyzer. The samples were retested and all repeat assay results were considered to be the expected result for the patient, therefore the initial assay test results were determined to be erroneous results. No specific assay results were provided. The likely cause of the event is the incorrect positioning of the sample metering proboscis on a vitros 5600 system that was not detected causing erroneous results to be obtained for a patient sample. If the erroneous results are not detected or questioned by a physician, the erroneous results could lead to inappropriate intervention with the potential for serious injury to the patient. The initial assay results were not reported outside of the laboratory. Ortho was not made aware of any allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics (ortho). (B)(4).